Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations aganist device malfunction. New information received indicates that this device was explanted due to an allegation of premature battery depletion. It was also reported that the rate/sense portion of this defibrillation lead was capped due to noise as a result of a suspected fracture.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, preliminary longevity calculations confirmed that the device had not met expected longevity. However, the device was placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for detailed analysis. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.